Event description:
Reportedly, an ambulance staff noticed air leak coming from the o2/air mixer during setup. It occurred in the beginning stage of transporting the patient and the patient was never placed on the ventilator. However, as a result of this malfunction the patient was ambu bagged to the receiving facility. No permanent injury was reported in this event.